Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 4/7/15. Received a der for an additional surgery. The acetabular cup has now been revised.

Event description:
Patient was revised to address a dislocation and disassociation of the liner from the cup. It was also noted that the ards on the liner may have been severed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The ap radiograph dated (B)(6) 2014 reveals uncemented left total hip implants and confirms disassociation of the acetabular liner. The acetabular cup appears to be malpositioned with an excessive amount of abduction. The femoral head is eccentrically located within the cup and there appears to be shadowing inferior to the cup suggestive of liner disassociation. The patient was reported to be morbidly obese with a bmi of (B)(6). Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Correct component placement is critical for the longevity of the hip reconstruction. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.